Event description:
Additional information from the hcp indicated that the patient has an office visit scheduled on 2024-03-26 to discuss the issues. Patient weight is 140lbs.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# lb4542 serial# implanted: (B)(6) 2003 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the scs stopped working approximately 3 months ago; she wants the device removed. Patient notes showed "leads sticking out" with drainage. Patient stated the leads did not actually protrude through the skin but she does get intermittent drainage from site in upper back. On the exam patient had a deep divot with scabbing deep within; no active drainage. Patient stated she did received pain relief with scs particularly for le pain. Hcp discussed replacement with patient. Patient wanted to schedule explant at this time.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# lb4542 implanted: (B)(6) 2003 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify: product ID: 3998 (lot: lb4542), product type: 0200-lead, implant date: (B)(6) 2003. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt was surprised to hear the battery needs to be replaced. Pt says their lead wire "ate through my skin and I have a hole in my back now". Pt says this happened "3 years ago give or take". Pt says the healthcare provider (hcp)  "tried to sew it up twice but it keeps breaking open and he says the only way to heal it is to take the lead out and remove the stimulator." The patient was redirected to their healthcare provider to further address the issue.